Event description:
The customer reported that the images were scanning with large spots; the field engineer noted that the images were terrible and the customer was unable to view the images. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced. The image intensifier and the camera were cleaned and the camera was calibrated during the service call. The system was tested and found to be working as intended and put back into service.